Event description:
The decision to withdraw care was made on (B)(6) 2026. The death is being conservatively reported however is unlikely related to the impella cp. The death is most likely attributed to the patient's clinical presentation, ami / cgs in scai shock stage e which has a known high mortality rate.

Manufacturer narrative:
Additional information has been provided in b1, b2, b5, h1 and h6. Upon further evaluation, the report type previously selected was determined to be incorrect. Applicable fields have been updated to accurately reflect the appropriate reportable event category.

Event description:
A 59-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp, implanted percutaneously via the right femoral artery on (B)(6) 2026 at 17:30. The patient¿s pre-support clinical status was consistent with scai shock stage e. During support, plasma-free hemoglobin was noted to be persistently elevated, remaining in the low 100s, and urine output was observed to be amber-colored and hazy in appearance. These findings were assessed as consistent with hemolysis. The observations were discussed with the attending physician. At the time of assessment, the patient¿s liver function tests and serum creatinine remained stable. The patient continues on impella cp support. The reported hemolysis occurred while the patient was receiving impella cp support for cardiogenic shock; however, the patient remains on support with stable renal and hepatic function, and further management decisions are pending. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
Corrected data d4 catalog and serial numbers updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.